Event description:
It was reported that alerts for non-sustained lead noise due to post-paced t-wave oversensing were observed via remote transmission. Patient was asymptomatic. Programming changes were made and resolved the oversensing. Patient was stable.

Manufacturer narrative:
(B)(4).